Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they used the device for intestinal canal resection at proximal pancreatectomy with duodenum. They connected the cartridge to instrument. The surgeon clamped the tissue and pushed the plastic knob; however, could not fire the device. The surgeon removed the device from the tissue and noted the knife assembly disengaged from reload. There was no patient injury. The procedure was completed with another device.